Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported sclerotic, dvt, chronic anticoagulant, disability are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: unable to remove, tilt, vc/organ perforation, sclerotic, dvt, chronic anticoagulant, disability. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received a cook celect navalign femoral vena cava filter implant on (B)(6) 2011 via the right common femoral vein due to contraindication to coagulation. The patient is alleging tilt, vena cava perforation, the device is unable to be retrieved, organ perforation, chronic anticoagulant therapy and deep vein thrombosis. The patient further alleges, " limited or inability to participate in cycling and running". Per computed tomography abdomen without contrast, (B)(6) 2018: "findings: inferior vena cava filter: there is approximately 14-15 degrees of tilt of the apex of the fifth filter to the midline on the coronal projection and approximately 5-6 degrees of anterior tilt on the sagittal projection. The apex of the filter appears to be touching the medial wall of the inferior vena cava . The apex of the filter lies 1.5 cm below the center of the right renal vein. The longest anterior strut perforates approximately 0.7 cm into the retroperitoneal fat. The longest lateral strut perforates approximately 1.2 cm into the adjacent fat. The longest medial strut questionably perforates the medial wall and is adjacent to the abdominal aorta but does not perforate it. The longest posterior strut perforates the posterior wall and extends approximately 7 mm and abuts the adjacent anterior cortex of l3 where there is a sclerotic reaction around the strut".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Patient codes: no code available (3191): sclerotic reaction-not listed in IFU. Device codes: appropriate term/code not available (3191): perforation-listed in IFU ;appropriate term/code not available (3191): tilt-listed in IFU; appropriate term/code not available (3191): abuts-listed in IFU. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the (B)(6) 2011, retrieval report (attempt): "multiple attempts were made without success to capture the inferior vena cava filter. Therefore, the procedure was aborted due to inability to capture the filter." Per the (B)(6) 2018, computed tomography abdomen without contrast: "findings: inferior vena cava filter: there is approximately 14-15 degrees of tilt of the apex of the fifth filter to the midline on the coronal projection and approximately 5-6 degrees of anterior tilt on the sagittal projection. The apex of the filter appears to be touching the medial wall of the inferior vena cava. The apex of the filter lies 1.5 cm below the center of the right renal vein. The longest anterior strut perforates approximately 0.7 cm into the retroperitoneal fat. The longest lateral strut perforates approximately 1.2 cm into the adjacent fat. The longest medial strut questionably perforates the medial wall and is adjacent to the abdominal aorta but does not perforate it. The longest posterior strut perforates the posterior wall and extends approximately 7 mm and abuts the adjacent anterior cortex of l3 where there is a sclerotic reaction around the strut".